Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 119 mg/dl. The approximate sizes of the air bubbles are champagne size. The customer was advised on how to change infusion set properly. The customer mentioned foam like bubbles in the set change. The reservoir will not be returned for analysis.